Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block g2: user facility report # mw5116099. Blocks h3 & h6: the visions pv .035 catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the patient was under sedation with moderate anesthesia. The visions pv .035 catheter was flushed and calibrated prior to loading over a guidewire. Upon advancing the catheter inside the patient, no image was displayed on the monitor. The procedure was aborted without completing the ivus evaluation. The patient requires an additional invasive procedure to complete the evaluation at a later date. This adverse event is being reported because the patient was under sedation, and unable to complete the procedure. This resulted in a delay of the procedure.